Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) strain relief was kinked approximately 3.0 cm from the hub. The lantern was buckled approximately 12.0 and 44.0 cm from the hub. The distal shaft was ovalized approximately 1.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed it was ovalized in the distal shaft. This type of damage typically occurs due to forceful gripping or manipulation of the lantern during preparation or use. Further evaluation revealed the lantern was buckled in two locations. This damage may have occurred due to forceful handling of the lantern at extreme angles. If the lantern shaft became buckled prior to the lantern becoming stuck inside the diagnostic catheter, the buckled segment of the lantern may have contributed to the inability to advance it through the diagnostic catheter. Further evaluation revealed the strain relief was kinked. This damage was likely incidental and may have occurred due to forceful manipulation of the lantern into and out of the catheters. Since the diagnostic catheters mentioned in the complaint were not returned for evaluation, the root cause of the complaint could not be determined. Lantern devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, while being advanced through two diagnostic catheters from another manufacturer, the lantern became stuck when the distal tip was about 15-20 centimeters outside of the two diagnostic catheters. Therefore, the physician removed the lantern from the patient and attempted to advance it on the back table but was still unable to. The procedure was then completed using another manufacturer's microcatheter. There was no report of an adverse effect to the patient.